Event description:
It was reported that a remote measurement of the left ventricular lead had indicated high impedance. In-clinic, the lead exhibited normal impedance measurements. The lead remained implanted and the patient monitoring would continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.